Event description:
While cleaning the surgical light, the professional cleaning personnel had lifted the surgical light resulting in the lighthead being released and falling. A cracked retaining ring was noted. No injuries have been reported.